Event description:
A customer's family member called in in 2009, reporting that the customer was getting an error message on his meter and was unable to test, which resulted in a medical event in the second week. The caller stated that at the time of the medical episode , the customer experienced dizziness, lightheadedness and passed out. His wife transported him to a local hospital where he was diagnosed with hyperglycemia and treated with unknown intravenous solution. Additionally, the customer drank diet coke to counteract his symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigation results are available. Attempts are being made to contact the customer to obtain a meter's serial number and also determine what strip lot was in use at the time of the medical event.